Event description:
A surgical tech reported an intraocular lens (iol) was explanted and replaced with a different iol due to lens dislocation. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken-gusset area (not returned), the other haptic was bent-distal area and the optic was torn/split/cracked. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/25/2009 and 12/01/2009 by phone, fax, and mail. A completed questionaire has not been returned.